Event description:
During a laproscopic hysterectomy procedure, the scissor broke off inside the pt. Sales rep. Report that they were not present at the case but was told there was a delay of approx 45-minutes to retrieve the broken piece of the scissor. Chief of surgery was performing the procedure. Sales rep. Stated that when the surgeon was cutting into the pts' ovaries one blade of the scissor broke. An additional device was brought into the or in which the surgoen manipulated a few times and it also broke. A competitor's device was readied and used to complete the procedure. No pt injury or complications resulted.